Event description:
In early 2007, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In 2008, an aortic extender was placed to address a proximal type I endoleak. The procedure went as planned. However, a type ii endoleak was still evident. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing records is being conducted.